Manufacturer narrative:
Component code of ¿appropriate term/code not available" represents "no findings available." The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported while the patient was in the recovery room after the procedure; the patient appeared very gray, pale, and her blood pressure dropped. The patient was taken back to the procedure room and the patient had an ultrasound that confirmed the patient had a pericardial effusion. Pericardiocentesis was performed. The patient was stable and was transferred to the cardiac intensive care unit for overnight observation. There was no report of extended hospitalization. Physician¿s causality opinion was not provided. Transseptal was performed with a brk needle (st. Jude). Ablation was performed before the event. There was no evidence of steam pop. Flow settings were used per the instructions for use guidelines. No error messages were observed on the biosense webster equipment during the procedure.